Event description:
It was reported that the patient's atrial and ventricular leads had decreased sensing values. The atrial lead also had oversensing on the ventricular contraction causing false mode switches resulting in invalid diagnostics and dyssynchronous pacing. Reprogramming was performed and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.